Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4193, implantable pacing lead - (B)(6) 2007; 1688t, competitor implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient complained that the device 'didn't last even three years.' The device was explanted and replaced. No patient complications have been reported as a result of this event.